Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer was hot to touch and smoking. They also reported that the analyzer smells hot in the battery compartment. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).